Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc yet. A good faith effort to obtain the information is in progress, but it was not still available.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, a versacross connect for laac kit was selected for use. The procedure itself went smoothly. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect. The versacross wire was in the pulmonary vein while dilating through the septum and exchanging the non-boston scientific pigtail catheter over the versacross rf wire. The pigtail catheter was then inserted into the laa and contrast injection was performed. A 24mm watchman flx pro closure device and delivery system (wds) and positioned at the laa then subsequently deployed and implanted after meeting release criteria. No recaptures of the wds were required and the tug test was not aggressive prior to implantation. The procedure was concluded. A few hours post index procedure, the patient's blood pressure had dropped to 60/40 and a pe was noted on transthoracic echocardiogram (tte) imaging. The pe was also noted to transition to cardiac tamponade. A pericardiocentesis was performed and 300cc of fluid was drained. The patient was stable and no bleeding was detected post pericardiocentesis. The patient remains hospitalized. The device is not expected to be returned for analysis. The patient was under plavix at the time. In the physician opinion, the effusion was detected a few hours later via tte and must have been due to the procedure.